Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one day post implant procedure there was a right atrial (ra) lead micro-dislodgement. The lead also exhibited unstable and high thresholds and low p-waves. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.